Manufacturer narrative:
Batch review performed on 01 september 2021: lot 133067: (B)(4) items manufactured and released on 15-oct-2013. Expiration date: 2018-aug-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2017.

Event description:
Revision surgery performed due to stem mobilization 7 years and 2 months after the primary surgery.